Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the stylus touch pen on the programmer would not calibrate and additionally that the radiofrequency programmer head returned with it may need to be replaced. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the touch pen would not calibrate, the cursor on the screen and the touch pen were not aligning and therefore the overlay/bezel assembly was replaced and the stylus calibrated to resolve.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.